Event description:
Caller reported a malfunction with the pump, which initially could not be resolved as the screen remained dark and the device did not turn on, despite attempts to charge it. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to attempt a reset, which resulted in a persistent malfunction code, leading to the decision to replace the pump. A replacement pump was sent, featuring updated software, and the customer was informed about the necessary steps such as programming settings and connecting to their cgm. Instructions for returning the malfunctioning pump were also provided and acknowledged by the customer.